Manufacturer narrative:
The explanted lens was returned for evaluation. One haptic was broken-gusset area (not returned). The optic was torn/split/cracked (possibly cut) into pieces with additional split/cracked areas. Due to the condition of the lens, a measurement of the lens power was not possible. Product history records were reviewed, and all documents indicate all products met release criteria. The complaint lens is an sn60d3-19.5 diopter; however, the customer indicated that the replacement lens used which is a 20.5 diopter. There have been no other complaints reported in the lot. Additional information was requested 06/15/2007 and 06/28/2007 by phone, fax, and mail. Additional information provided 07/10/2007 by mail.

Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient could not see to read. The lens was exchanged.